Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the viscous fluid control was unable to generate negative pressure as expected during a vitrectomy procedure. The surgery was completed on the same day after replacing the product with a new one. There was no impact to the patient.